Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective generator changeout, a defibrillation threshold testing performed revealed lower out of range high voltage lead impedance measurements. The lead was explanted. No further information is available.